Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va050vg, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had an infection right after the surgery on (B)(6) 2013 where the wires were removed. The patient agreed to go back on (B)(6) 2013 and move the wires to the right side because it was working (the patient was referring to during the trial the right side worked). The patient reports right after surgery they had infection on the left hip where they had taking the wires out.